Event description:
It was reported to boston scientific corporation that following implantation of an uphold vaginal support system during a procedure on (B)(6) 2010, the patient has had to undergo additional surgeries (specifics and date/s unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.